Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus china (ocsm). There was no irregularity found on the device. Ocsm found that the argon knife that the customer used with the subject device disrupted the image signal on the device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There is no service record for the device. The exact cause of the reported phenomenon could not be conclusively determined. However, there is the possibility that the reported phenomenon was attributed to an electromagnetic interference with the argon knife.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During gastroscopy, the user found that the endoscopic image became blue. The user continued to use the device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.